Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter displayed inaccurately low results compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue started at 3 pm on (B)(6) 2019, she obtained an alleged inaccurately low blood glucose result of ¿125 mg/dl¿ on the subject meter. The patient was comparing the result to a result of ¿200 mg/dl¿ on an emergency team¿s meter. The tests were performed greater than 30 minutes of each other. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with insulin (self-adjuster), and that she made no changes to her normal diabetes management in response to the alleged inaccurate low result. The patent alleges that at 4.30 pm on (B)(6) 2019, she developed symptoms of ¿doesn¿t feel good almost passing out¿. The patient stated her mother treated her with ¿some juice and a spoon of icing sugar¿. The emergency team was called by the patient¿s mother, and an ambulance appeared at 5.03 pm. A result of ¿200 mg/dl¿ was obtained on the emergency meter. The patient reported she was taken to hospital and treated with long acting insulin 12 units. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, requiring treatment from a health care professional after the alleged product issue began, there is insufficient information to rule out the contribution of the subject meter to the event.